Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose was 124 mg/dl. Customer stated the insulin pump was exposed to magnetic resonance imaging. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The device failed displacement test and alarmed motor error during rewind due to motor encoder out of phase. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluation. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).